Event description:
Event description guidant received information that the field clinical representative reported that the atrial lead had triggered a lead safety switch. The impedance in unipolar was 400-500 ohms. The sensing was good and the threshold measurements were low so it was left in the unipolar configuration, as it was her atrial lead and she was not pacemaker dependant. Testing in the bipolar configuration, on that lead, gave an impedance value >2500 ohms. A fracture of the ring wire was suspected but, no xray was done.